Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged to see if it would boot up normally, and it failed. The data log was attempted to downloaded, however failed due to receiver not able to turn on. A functional test was attempted, but it could not be completed. The receiver case was opened for an internal visual inspection, and failed found defective battery (controller chip cracked). The reported event that the receiver ceased to function was confirmed due to defective battery. The root cause was determined to be a defective battery.